Event description:
It was reported that there was a ¿call your doctor¿ icon, power on reset (por) condition. They were not able to adjust stimulation. There was a report about patient stimulation programmer not working. It was reported that the batteries on the stimulator programmer were let run down and the patient had to jump start it. It was thought that the patient had a rechargeable battery and did not recharger and was in a poor state. There was an increase in pain as a result of the por event, unknown when it occurred. The patient had an appointment to see the manufacturer representative on (B)(6) 2015 to do a trickle charge and reset. The por did not have a code to it. The patient was not getting stimulation therapy at the time of the report. The patient did have a pump and her pain was being managed medically. It was further reported on (B)(6) 2015 that an overdischarge (od) occurred and the cause was patient compliance. She had not recharged for several months. The patient had memory issues unrelated to her pain diagnosis. A physician mode recharge (pmr)/trickle charge was done and was successful in reviving the device. The patient was doing ok, but was having to charge too frequently. The patient had discussed this with her physician and the patient scheduled a battery replacement on (B)(6) 2015 to a primary cell battery. As of (B)(6) 2015, the patient was getting good therapy after the battery replacement. There were no known issues at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4) implanted: (B)(4) 2008, product type: lead. Product ID: 37743, serial# (B)(4) implanted: (B)(6) 2008, product type programmer, patient. Product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).